Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The insulin pump was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify failed battery test alarm, low battery alarm due to blank display. The insulin pump was received with deep scratched display window, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer also reported that the insulin pump went blank display. The customer's blood glucose was 286 mg/dl at the time of incident. The customer stated that there were scratches on the screen. The customer stated that the insulin pump was bumped. The customer was unable to troubleshoot at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.